Manufacturer narrative:
The reported failure of display printed circuit assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging testing at the philips investigation lab (pil), a ventilator inoperative alarm had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, communication fail between the therapy and user interface central processing units (cpus), was observed on the device's error log. The service technician evaluated and determined the display printed circuit assembly (pca) was not properly seated causing the ventilator inoperative alarm to occur on the device. In conclusion, the device's display pca was reseated to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, an error code, communication drop user interface, was observed on the device's error log. The device's display pca was reseated to address this issue on the device. This was unrelated to the reportable issue.